Event description:
A 42 year old white gravida 0 female, status post bilateral submuscular transaxillary 200cc textured gel salines (mcghan) placed for augmentation 03/20/1990. Pt denies decrease in size or history of trauma. Pt reports implants are migrating laterally, and have always been tender. Pt is most concerned with the development of increased symptoms. Pt complains of: arthralgias (positive am stiffness)/myalgias, paresthesias/dysethesias, spasms, swelling, fatigue, sleep disturbances, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, sensitivity to sun, shortness of breath, cough, chest pain, costochrondritis, choking sensation, skin tightening, weight gain, gastrointestinal/genitourinary disturbances, and loss of libido. Pt otherwise healthy. Devices are not available, are being held for gramstain results.